Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-08801. It was reported the patient's scs system was unable to be set in to MRI mode. However, the patient was receiving effective therapy. Diagnostics revealed the patient's lead contacts also reflected low impedance values causing the MRI issue. In turn, the patient underwent surgical intervention where the scs system was explanted.